Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
I was reported that a patient presented with burden alerts for at/af via merlin.net transmission. Review of the session records revealed that alerts did not correlate with diagnostics, and were not constant. The alert appeared to be false. The patient will continue to be monitored.